Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during the implant procedure, the right ventricular (rv) lead was placed, but could not be fully inserted into the device. The physician loosened the set screws and attempted inserting the lead again. The insertion of the rv lead was attempted three times and the rv lead could not be fully inserted. Instead of forcing the rv lead and potentially damaging the lead or device, this device was explanted. The rv lead was properly connected with the device. No adverse patient effects were reported.